Manufacturer narrative:
With additional information it was clarified that the original notification received by the manufacturer regarding this event was on (B)(6) 2017. This is an update from the initial MDR. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via a manufacturer representative on 2017-08-16 reporting that the reason for the pocket revision was unknown. Patient weight at the time of the event was unknown. The representative was made aware at the time of the case. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient had their device moved either due to infection or protrusion. The caller did not know the reason. The device pocket was moved on (B)(6) 2017. The caller¿s information came from a health care professional (hcp). No further complications were reported.